Event description:
Event description guidant received information that this implantable lead had appropriate impedance values during the implant procedure when measured with the pacing system analyzer. However, after the lead was connected to the device and the pocket was closed, the impedance was >2500 ohms in bipolar, but 350 ohms in unipolar.